Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 155 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they had an over delivery of 99 units of insulin. Troubleshooting was completed and the pump failed a displacement test. The pump may have been exposed to strong magnetic fields. The insulin pump, reservoir, and set will be returned for analysis.